Event description:
It was reported that intra-operatively, the implantable neurostimulator (ins) showed impedance values greater than 4000 ohms. The lead was disconnected and tested with a test cable but the physician "got proper motor responses". A new ins was placed and the impedance values still showed over 4000 ohms. The lead was then replaced and impedance values showed within normal range. The lead reportedly broke during explant and the electrodes remain in the patient. It was reported, the patient recovered without sequela.

Manufacturer narrative:
Product ID, 3093-28 lot# v224659, implanted: 2009 (B)(6), explanted: 2013 (B)(6), product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final analysis of the implantable neurostimulator revealed that the device was functionally okay with insignificant anomalies. This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication (december 2010).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.